Event description:
The initial reporter stated that the pump auxiliary alarm did not alarm as expected. They stated it failed to alarm. Mmd did follow up with the initial reporter, and they stated that the complaint occurred during testing. They provided no additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation the pcb board had failed, causing the auxiliary alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump auxiliary alarm did not alarm as expected. They stated it failed to alarm. Mmd did follow up with the initial reporter, and they stated that the complaint occurred during testing. They provided no additional information. (B)(4).